Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance with some values measuring greater than 125 ohms. Technical services (ts) was consulted and noted the 28-day average low-voltage shock impedance (lvsi) is 100 ohms. Programming recommendations were discussed, and the patient will continue to be closely followed via the latitude remote patient monitoring system. No adverse patient effects were reported. This rv lead remains in service.